Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the high placement could not be determined with the limited information available. A second valve was implanted into the left ventricular outer flow track to reduce the moderate to severe paravalvular leak (pvl). Per last echo the pvl was reduced to moderate. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. No adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged as it was placed too high. A second valve was implanted to reduce the moderate to severe paravalvular leak (pvl). Per last echo the pvl was reduced to moderate. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.